Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a primary infusion of heparin was infusing at 17.1 ml/hr through one pump module and a primary of milrinone was infusing at 7.1 ml/hr through a second pump module. Routine ptt levels were drawn and when the result was low, the customer investigated and found that the male luer from the milrinone primary set had been connected to the smartsite y-port on the heparin primary set above the heparin pump module. Both the heparin and milrinone set was connected to the smartsite y-port closest to the patient on the heparin tubing below the heparin pump module and the infusion was restarted without incident. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.